Event description:
It was reported this was a (B)(6) patient with tetralogy of fallot (shunt blockage). The patient had a history of pulmonary artery stenosis and atrial septal defects and underwent a shunt operation connecting the right pulmonary artery to the right subclavian, and the left pulmonary to the left subclavian. In the procedure, the physician decided successfully dilated the shunt with the 4.5x12 mm voyager nc, which was inserted into the left shunt. The right shunt, which was tortuous and angled, required aggressive force to push and pull the voyager nc from the left to right shunt. The balloon was inflated. It was then noted that the proximal shaft of the device had separated, and was retracted from the patient. The remaining shaft was held with difficulty, and was pushed forward to use a snare to retrieve it from the other side successfully. The patient was not affected or injured by this incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it was reported the patient anatomy was heavily tortuous, which likely contributed to the reported difficulties. It is likely that as resistance was encountered, the shaft kinked. Further, as excessive force was applied to the shaft in the attempts to advance the catheter, the shaft ultimately separated. It should be noted the instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es. Inflation: ppk. Guide cath: jr 4 fr 6 fr. Sheath: ppk. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.